Event description:
On the initial report received by aso on 02/05/2024, the consumer states that the bandages could not come off her skin safely, leaving a horrible rash. On the completed consumer information report (cir) received on 02/29/2024, she states that she went to the physician, and the doctor prescribed ointment. Per cir, the consumer states that the issue was with the tape area.

Manufacturer narrative:
As of 03/11/2024 aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. In addition, complaint database was reviewed and no negative trend has been identified for the associated product. Refer to section b.6 of this report for further details.

Manufacturer narrative:
As of 03/11/2024 aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. In addition, complaint database was reviewed and no negative trend has been identified for the associated product. Refer to section b.6 of this report for further details. As of 03/20/2024 the following section was updated: b6 (revised testing information with no other changes required as a result of updating this section).

Event description:
On the initial report received by aso on 02/05/2024, the consumer states that the bandages could not come off her skin safely, leaving a horrible rash. On the completed consumer information report (cir) received on 02/29/2024, she states that she went to the physician, and the doctor prescribed ointment. Per cir, the consumer states that the issue was with the tape area.